Event description:
The technician reported the brake was not holding. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left foot brake steer caster was worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2013. It is unknown if the facility performs preventative maintenance on this bed. The technician replaced the left foot brake steer caster to resolve the issue. Based on this information, no further action is required.